Manufacturer narrative:
(B)(4). Event date:- (B)(6) 2017. Concomitant product(s): -part: 00801803602, name: femoral head sterile product do not resterilize 12/14 taper lot: 63251051. The investigation is still in progress. One the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-05516.

Event description:
It was reported that a patient underwent a closed reduction procedure due to dislocation. The patient dislocated while pulling weeds. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00107.